Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was not moving as per surgeon's commands. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a surgical procedure using a da vinci robotic system, an issue occurred where the fenestrated bipolar forceps instrument moved in an unintended, non-intuitive direction while the surgeon was operating from the console. The problem was persistent, with the instrument failing to move in the intended direction and experiencing shakiness and friction, although no external collisions or patient injuries were reported. The issue arose in the middle of the surgery and was not resolved during the procedure. The instrument had been inspected prior to use, with no damage noted, and no photographic or video evidence is available for review.